Event description:
Hosp reported, the therapist was in the next room when they heard the ventilator alarm, when they got to the ventilator the front panel displayed all 888s and ventilation had stopped. Rt bagged the pt and replaced the ventilator, no pt injury noted.